Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed external leakage at the level of the effluent pod. The lines of the set, including spikes, are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pressure pod of a prismaflex st100 set during priming. A machine "pressure connector/sensor-waste liquid failure" alarm was triggered. There was no patient involvement. No additional information is available.